Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed one cs 162 loss of prime warning. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places and the threads were damaged. The battery cap was unable to tighten securely. The display lens was observed to be cracked and there was evidence of display screen damage observed behind the display lens. The pump powered on to a blank display. The audible tones and vibration functioned properly. Further testing was not able to be performed due to the blank display. The pump case was removed and the display screen as found to be cracked in multiple places. A test display was inserted and was found to function properly. The complaint of no power was not able to be adequately investigated due to the damaged display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.